Manufacturer narrative:
Initial reporter phone: (B)(6). The reported event year was 2021. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Upon insertion of the dilator, blood started to poor out of the valve. The operator was reminded of the field safety notice (fsn) about inserting the dilator straight into the valve as opposed to an angle. The operator said that this is common practice and was quite surprised at the fault. Another vizigo was used, and the procedure was continued as normal. The patient lost a small amount of blood but no other patient consequence was reported. Additional information was received indicating that the hemostatic valve did not separate, it leaked. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and they are not sure if air entered the patient¿s body. That was the worry and so it was pre-emptively taken out. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to the bleeding and the approximate volume of blood that was lost was 50ml-100ml. With the information available, this event was assessed as a MDR reportable hemostatic valve separation product malfunction.

Manufacturer narrative:
Additional information was received indicating that the event date is 3/25/2021. As such, d3. Date of event was populated with 3/25/2021 on this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Per internal review on 4/21/2021, it was noticed that the concomitant product section was not populated on the initial report. Therefore, concomitant product of unk_carto vizigo sheath was added to this report.